Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8352-70, serial number: (B)(6), batch/lot number: 7071646, model/catalog description: coveredge x 32 surgical lead kit 70 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing possible infection.